Manufacturer narrative:
One hotline® 3 blood and fluid warmer was returned for analysis. Upon visual inspection cracks were noted to the reservoir bolts, serial number was peeling off and the auxiliary outlet label was missing. The unit was then attempted to be powered on; no power was observed. Based on the evidence, the complaint was confirmed. The root cause was found due to an inoperable power button.

Event description:
Information was received indicating that a smiths medical level 1® hotline® 3 blood and fluid warmer would not stay powered on. It was also reported that there was an issue with the power button. There were no reported adverse effects.